Event description:
A us distributor contacted zoll to report that a patient's monitor reportedly hit the patient on the head while in the hospital, knocking her onto the bed. The method in which the monitor hit the patient on the head is unknown. The patient reportedly developed knots on her head and stiffness in her neck for which she was provided therapy and pain medications. The headaches and pain were reportedly still present. Follow up indicated that the patient was reportedly wearing the device around her neck. The instructions for use illustrate the lifevest worn over the should or around the waist. The final medical outcome is unknown.